Manufacturer narrative:
D3 - manufacturing plant address 1, d3 - manufacturing plant city and d3 - zip code: corrected. D9: date returned to mfg.: 07-nov-2024. H3 and h6. Codes: updated. Device evaluation: one device was returned for analysis in used condition. Visual inspection identified the downstream occlusion (dso) seal delaminated and the air detector was damaged. The complaint of ¿cassette sensor defective¿, was not confirmed through functional testing. A device event log/alarm history review showed ¿high alarm displayed: cassette not attached properly¿. Service history identified the complaint was not related to a previous service of the device within the review period. The dso seal and air detector were replaced.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette sensor was defective. There was no patient involvement.